Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device failed operational check. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The device was operational after battery is replaced. The investigation concludes that no further action is required at this time.